Event description:
It was reported that this right ventricular (rv) lead had a gradual rise in shock impedance, and were now out of range greater than 125 ohms. The plan appeared to be to continue to monitor at this time, and appeared that they would consider increasing the alert limit to 150 ohms. The lead remains in-service. No adverse patient effects were reported.